Manufacturer narrative:
One used sample was received for evaluation. Visual examination revealed no visible damage on the sample. The catheter was fully extended and there was no evidence of arching or curvature from the distal end tip or in any parts of the catheter. The distal end of the catheter was inspected for a blocked skive. The skive opening appeared to be clear of obstruction. A leak test was performed by the technical quality expert. No leakage was detected. The reported event of sleeve leak could not be confirmed, as the event could not be duplicated or detected in the laboratory. No root cause could be determined. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported that an air leak occurred in the sleeve. It was noticed when it was placed on the ventilator. The catheter was switched out for a new one, and there was no reported impact to the patient. No further information has been provided at this time.